Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that during the implant procedure, the introducer was placed slightly higher than normal. When the physician went to move this right ventricular (rv) lead the gore covering was pushed and the internal coil became exposed. The rv lead was removed from the patient and replaced with a new lead. The rv lead was never in service. No adverse patient effects were reported.